Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, glare and had complaints of hazy vision. The patient was unable to adapt multifocal lens. The multifocal lens was exchanged in a secondary procedure with mono focal lens 14 days following the initial implant procedure. The patient was much happier with mono focal lens. No further information is expected.